Event description:
Discovered leak in metal box. 250 boxes were pulled. 30 were tested and all had leaks/gaps. These are reusable boxes that are about 2 years old. There was a wide variety of sizes and types tested (not just one product). Five boxes were returned. One of each type was shipped to the manufacturer (integra).what was the original intended procedure?boxes hold instruments used in surgery.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.device #3is this a laboratory device or laboratory test?no.device #4is this a laboratory device or laboratory test?no.